Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issues: stent dislodgement. It was reported that upon removal from the package, the stent was found off the balloon and located on the shaft of the stent delivery system (sds). The distal portion of the stent implant appeared to be mangled. The device was not used on the pt. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged proximally from the balloon and located on the shaft. The first and second rows of distal struts were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon. The distal and proximal crimp marks were 2 mm proximal to each respective marker. There was balloon shredding the entire length of the balloon. The inner member was bunched distal to the distal balloon marker for a length of 1 mm. The inflation lumen and guide wire lumen were bunched 24.4 cm and 25.2 cm distal to the guide wire exit notch for a length of 1.5 mm each. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The measurements were oversized. Product performance engineering reviewed the incident info and analysis of the returned rx vision sds. Analysis of the sds noted contrast visible in the inflation lumen and blood in the guide wire lumen. This suggests that the device was prepared for use and the guide wire loaded into the lumen, which is inconsistent with the reported info that the device was found to be damaged during the unpacking of the device; however, the damaged stent implant was confirmed to be dislodged and located on the distal shaft. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and / or accessory devices. In this case, the stent was pushed proximally onto the distal shaft. The stent implant was observed to have mangled struts at the distal end. It is possible that as a result of an interaction with another device or the pt anatomy as the sds was advanced, the distal end of the stent implant was pushed backwards such that it became mangled and eventually moved off of the balloon and onto the distal shaft. The outer diameter of the stent implant was found to be oversized, which may have occurred as a result of traveling over the balloon, though this could not be confirmed. The balloon of the returned sds was found to be tightly folded, which suggest that it was never inflated. Shredding was also found on the entire length of the balloon, which was most likely caused as the stent was dragged over the balloon material during dislodgement. Crimp marks were visible on the balloon; however, the distal and proximal crimp marks were 2 mm proximal to each respective marker. Though this may have been the result of misalignment at the time of manufacturing, the bunched distal shaft and distal inner member suggest that the balloon likely shifted with respect to the markers due to difficulties during the procedure. Although no difficulties were reported the sds may have encountered resistance with the guide wire such that the inner member became bunched. The build up of blood and contrast on the guide wire and in the guide wire lumen of the sds during can cause reduced clearance between the two devices which can lead to resistance when attempting to advance / retract the sds on the guide wire. A review of the finished device lot history record did not reveal any non-conformities. This MDR is considered closed by the product performance group.